Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, the patient was implanted with the evolution nitrix (tibial and femoral components) but surgery was completed without a tibia insert because the hospital only had implant partner inserts available which are not indicated for use with the evolution nitrix. The insert was later implanted which would work with the tibial and femoral components. There was a secondary surgery due to a non-compatible insert for the original surgery.

Manufacturer narrative:
Update incident date and event problem codes. This event was also reported under 3010536692-2020-00239.